Event description:
Pt reported that two infusion sets broke. One of the two broke after 10 minutes of wear while the other set broke after 36 hours of wear. Effect, if any, on blood glucose was not provided.